Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the cover glass of the insertion section has visible foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely that r-unit (charge coupled device) broken led to the malfunction. Based on the investigation, the additional findings, damaged fiber bonding in the outer tube area (distal end) was caused due to component failure and for the cover glass of the insertion section has visible foreign material cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had image is no longer sharp in the farther distance. The issue was identified during laparoscopic diagnostic procedure. There were no reports of patient harm.